Event description:
It was reported that insulin from the reservoir leaked and there were bubbles on top of the reservoir. The blood glucose reading was 201mg/dl. Advised the caller that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Insulin was not stored at room temperature, and the customer stores insulin in the fridge. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.